Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 2 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 2 was not detected on the bus. A field service engineer reseated all connections at controller board, rowtrays and cleaned debris. Rebooted device and reinserted all cubie pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawers were failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.